Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #unknown, unknown nexgen lcck femoral component, lot #unknown. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent a revision due to instability and mechanical loosening of the knee. During the revision, deficiency was noted on the femoral condyle and the articular surface was noted to have a fractured post.

Manufacturer narrative:
Other devices used: catalog #unknown, unknown nexgen lcck patellar component, lot #unknown. Visual inspection of the articular surface confirmed that the spine is fractured. More than half of one condyle is severely damaged and the other condyle is damaged too. The anterior surface shows severe pitting and marks. Nicks can also be noted on the component. Review of the device history records, a complaint history search and a compatibility check cannot be performed as the part and lot number are unknown. Surgical notes and office visit notes were received, relaying loosening of the femoral and patellar component. During the revision surgery, it was noted that the post of the polyethylene was fractured and a significant amount of wear. Post-revision x-rays reported that the new knee prosthesis were in proper position and had good alignment; there was no evidence of periprosthetic fracture loosening and patellofemoral joint was well aligned. A definitive root cause cannot be determined with the information provided. Nexgen cr, ps, cra, lps, and lcck knee package insert states that "loosening or fracture/damage of the prosthetic knee components or surrounding tissues" is an adverse effect. This is therefore a known inherent risk of the procedure.